Event description:
During a revision surgery to restore therapy, the surgeon found extensive damage to both leads due to twiddler's syndrome. The stimulation lead was found fractured in the right sublingual region near the submandibular gland. The remainder of the stimulation lead retracted into the chest wall and coiled in the area of the battery pack. The sensing lead was also damaged.